Manufacturer narrative:
The field service representative (fsr) verified the reported complaint.. He replaced the pump pod board. The unit operated to the manufacturer¿s specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump being used in the cardioplegia (cpg) position displayed an "underspeed error" message. The pump was manually hand cranked. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Labeled single use was inadvertently left blank on the initial submission. Per data log analysis, on (B)(6) 2018 the large roller pump reported underspeed "(head < demand)" five times as reported. It also reported a "belt slip jam status = true)" twice, stopping the pump. During laboratory analysis, the product surveillance technician (pst) observed the pump pod to function as intended throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
During a cardiopulmonary bypass (cpb) procedure on (B)(6) 2018, the perfusionist had an underspeed error on her cardioplegia roller pump. The information available at the time of the clinical review is that the team had to hand-crank the roller pump to deliver the cardioplegia to the patient. The duration of time that the clinician had to hand-crank is not available, neither is the number of occurrences that the team used the roller pump hand-crank to deliver the cardioplegia. Additionally, the information was not known on the teams occlusion protocol of their cardioplegia set, or the type of disposable set that was used on this procedure.